Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer fridge was not being detected due to a communication or power sequencing issue. A field service engineer reseated the bus cable, shut down both the station and the helmer fridge, then powered up the helmer fridge followed by rebooting the station to resolve. The fridge was successfully detected, and the pharmacy technician was able to recover the storage space. The engineer also verified the network cable between the station and fridge, and confirmed the screen and internal light were functioning properly. The fse tested all bins in the hardware test application and the blue lights came on and verified the temperature was accurate. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.